Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient received a notification to change the sensor a few hours after inserting the sensor. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported notification to change the sensor a few hours after inserting was confirmed. A root cause could not be determined via data.